Event description:
Patient reported "capsular fibrosis and implant rupture. Severe pain before and after the operation. Restrictions in everyday life lasting several weeks. Loss of several days of vacation to perform the surgery, aftercare, and recovery. Significant emotional and psychological distress due to the health risk of a destroyed implant". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "capsular fibrosis and implant rupture. Severe pain before and after the operation. Restrictions in everyday life lasting several weeks. Loss of several days of vacation to perform the surgery, aftercare, and recovery. Significant emotional and psychological distress due to the health risk of a destroyed implant". This record is for the left side. Device was explanted and will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.